Event description:
In 2006, the patient was reportedly in the bathroom and the leads became disconnected. There was reportedly no leads off alarm five days later, the same patient reportedly went into asystole and there was no asystole alarm. Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be submitted when the investigation has been completed.